Event description:
The facility's nurse reported to baxter (B)(6) that a one-link needle-free IV connector had occlusions when using with a solo PICC in a PICC (peripherally inserted central catheter) line. This occurred during patient use; however, there was no report of patient injury or medical intervention in association with this event. The customer speculated that this was a compatibility issue. The one-link was being used in the oncology department with chemotherapy drugs. There were no issues observed when priming or with the one-link luring. It was also reported that there would be some intraluminal blood clots within the catheter when administering the drugs. However, it was not reported that this was the cause of the occlusion. The blood clots were resolved in a timely matter. There is no additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.